Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the 1 month post implant office visit, the right ventricular (rv) lead had increased pacing threshold and decreased sensing. During the revision procedure, the lead was thought to have been micro-dislodged as the lead had pulled back but had intact positioning. The lead was explanted and replaced. When the new lead was being positioned, the patient went into monomorphic ventricular tachycardia and required an external shock to break the rhythm. The replacement lead remains in use. No further patient complications have been reported as a result of this event.